Manufacturer narrative:
The investigation into the pump not detected/case start issue has been completed. The automated impella controller (aic) was returned for investigation. While in the field, the console failed to detect a pump during case start. The logs showed that the console was able to detect the pump connection but failed to read the pump eeprom. This is a new failure mode only found in aic_v8.4 and aic_v8.4.1 and has been documented as a software defect. In the logs, it can be seen that during console boot-up, the optical bench state machine (ossiopsens) got stuck in post_start_state and did not reach post_ok_state. This preveneds the software from reading pump eeprom. The root cause is bugs or defects in software (excuding firmware). This report is being filed as part of a retrospective review of historical records.

Event description:
It was reported that the automated impella controller (aic) would not recognize the catheter. It was reported that when the impella was plugged into aic it was not recognized. The aic was replaced with another aic resulting in no issues with the replacement aic. There was no patient harm reported.